Event description:
During routine testing, it was noted that the lack of brightness on the crt display was sufficient to prevent the monitor from being used for diagnosis. There was no pt involved. Tests on the unit indicated an open grid on the crt. The specific cause of the open grid could not be determined. This is an unusual occurrence, and appears to have been a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.